Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient was implanted with a dcp plate on (B)(6) 2012. After approximately three months, the plate broke. The patient underwent surgery to replace the broken plate with a new dcp plate on (B)(6) 2013. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional product code: jey. The engineering evaluation reports that the breakage of the dcp occurred at the fifth plate hole. An additional crack is visible at the sixth plate hole (only single sided). Corrosion marks and mechanical damages were documented in several plate holes. They result from micro movements and a crevice situation between the plate and the screw heads and are a sign for high dynamic loads and instability. After breaking, the two fragments rubbed against each other causing strong destruction of the fracture surface (shiny surface, abraded areas). When examining the fracture surfaces using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack initiated at the upper side of the plate hole and ran through the material. A pattern of ripples or fatigue striations was observed at the crack propagation zones and over a sizeable area of the fracture surfaces. Each striation represents the successive position of an advancing crack front. The presence of these striations is an indication of a fatigue process. Secondary corrosion (crevice corrosion) was observed on both fracture surfaces. The secondary corrosion is a result of a crevice situation between the two plate fragments after crack initiation. Sem observations and findings indicate that the plate failure was caused by fatigue and overload. Date of event is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the dcp was implanted on (B)(6) 2012. According to the device report the breakage of the plate occurred on (B)(6) 2013. The revision surgery to remove the broken implant was performed on (B)(6) 2013. There was no report with respect to the aftercare of the patient. The failure of the investigated plate was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.